Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The implantable pulse generator's (ipg) managed ventricular pacing mode caused longer a-v intervals where the atrial pacing spake on the monitor may appear on the ventricular events at times. The lead remains in use. No patient complications have been reported as a result of this event.